Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason on how the touch screen became cracked was unknown. There was no information provided regarding the customer's blood glucose level. Reportedly, customer would continue to use the pump for insulin therapy.